Event description:
The customer was hospitalized for dka. Troubleshooting was performed. In addition, a fixed prime was performed and the insulin exited. The high-pressure test passed within specifications. Also the programming and histories on the pump were accurate. Advised the customer to discontinue the use of the device.